Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 425 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated the customer had just started on the pump and needed assistance with programming their settings. The insulin pump will not be returned for analysis.